Event description:
Our office in (B)(4) received a report that a consumer reported a bottle of complete revitalens multipurpose disinfecting solution was leaking below the cap. There was no pt injury reported.

Manufacturer narrative:
The complaint unit was not returned for investigation. Manufacturer record review and retain testing of reported lot were conducted; all results were within specifications. Root cause has not been established. All available pertinent information has been provided.